Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical (B)(4) has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training, they were not able to seat the battery into the device to power up. Complainant indicated that there was no patient involvement in the reported malfunction.